Event description:
Clinical study. It was reported that while treating a restenosis in the circumflex artery with balloon angioplasty, dissection occurred. The pt had persistent dyspnea on exertion and was noted to have 80% restenosis of the circumflex artery which was previously dilated 3 and a half month ago. While using a 3.5x16mm maverick quantum balloon dilator at 16 atms, a dissection occurred in a limited area proximal to a previously placed stent, threatening occlusion . A 3.5x18mm non-bsc stent was used to completely cover the area of dissection overlapping the previously placed stent. Post-dilation was performed at the junction point with the previously placed stent and residual stenosis was 0%. The area that had been treated for 80% occlusion had a residual smooth stenosis estimated at less than 20%. Planned intervention to the right coronary artery was deferred for one week due to contrast requirements for the circumflex procedure. The pt was discharged the next day on aspirin and plavix, amongst others.

Manufacturer narrative:
Device evaluation: the complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.